Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported an infection was discovered at the ipg site after implant at the patient's 2 week postoperative appointment. The physician cleaned the infected site and prescribed antibiotics for 7-10 days as further treatment. Follow-up identified the issue is healing..

Event description:
Follow-up revealed the issue resolved.